Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer slide was broken because of which the drawer was not able to close fully. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer slide was stuck and broken and failed to close. A field service engineer (fse) identified that the bearing cage was busted, removed the cubie from the faulty drawer and installed in new drawer and configured it to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.